Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing were performed and passed. An internal visual inspection was performed and failed due to moisture damage. Pictures were taken. Functional tests were performed and passed. The log was downloaded and reviewed finding error related to complaint. The allegation was confirmed. The probable cause was determined to be moisture damaged. No injury or medical intervention was reported.